Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the body kinked in several sections in the middle of the device and near to the proximal section. All other outer diameters are within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-02899 . It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 330cm rotawire¿ and a 1.25mm rotalink¿ plus were selected for use. During the procedure, it was noted that the burr became stuck on the rotawire. The devices were removed from the patient's body and the physician attempted to separate the burr from the rotawire; however, the issue was not resolved. The procedure was then completed with another of the same device. No patient complications reported and patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2016-02899. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 330cm rotawire¿ and a 1.25mm rotalink¿ plus were selected for use. During the procedure, it was noted that the burr became stuck on the rotawire. The devices were removed from the patient's body and the physician attempted to separate the burr from the rotawire; however, the issue was not resolved. The procedure was then completed with another of the same device. No patient complications reported and patient's condition was good.